Manufacturer narrative:
Product event summary: at analysis the stated reason of "cable housing broken" was confirmed, the device's atrial connector was broken. The generator was repaired and it then passed its final test on the automated test console. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had its cable housing (connector) broken. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the device had been returned to service.